Event description:
A malfunction was reported with the customer's pump. There was no adverse impact on the customer's blood glucose level. As a corrective action, the customer reset the pump before contacting technical support. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.